Event description:
Caller reported an issue with the incorrect time setting on their pump. There was no adverse impact to the customer's blood glucose level as previous settings did not result in extreme values. Technical support assisted the caller in updating the pump time and advised them to monitor for further discrepancies, recommending a follow-up if needed. No additional information was received regarding the outcome of the event.